Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to loss of connection with the internal device. The patient was reimplanted with another cochlear device during the same surgery.